Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the mildly calcified unspecified vessel. After predilation, a 38 x 2.50 promus premier¿ stent was advanced to treat the lesion; however, the device was unable to cross the lesion. The device was then removed and it was noted that the distal edge of the stent was lifted. The procedure was completed with a non bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).